Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the titanium tip broke when the surgeon wiped the scalpel with swabs. The broken piece didn't fall into the patient's body. Changed to another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the hand activation contacts bent; however, the blade was found in good visual condition and not broken off as reported. Upon functional testing it was noted that the hand activation contacts were damaged. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.